Event description:
Suction tip broke off during surgery. During a total hip anterior, the suction tip that was provided in our mis pack broke off and had to be manually retrieved. This was reported promptly to the manufacturer. Product quality report numbers:(B)(4). Product description: hip total mis pack. Lot numbers: 445364.